Event description:
It was reported that a pt "scooted out" the end of the bed and fell. Bed exit was reportedly on, though it could not be confirmed which zone it was set to. The pt was found using the side rail to pull himself up, and initially did not complain of any pain. Several hours later, limitations in the ability to move one of his legs was noted, and he was taken for x-rays where a fracture was found. The bed was removed for service until an evaluation could be performed.

Manufacturer narrative:
The investigation did not confirm the reported event of the bed exit not alarming when a pt exited the bed. The bed exit was found to be functioning to specification. There were no defects or malfunctions found with the bed.